Event description:
The customer alleged that the device became inoperative, while on a pt, with error code kb0065. There was not pt harm or change in therapy as a result of the malfunction the customer support engineer (cse) inspected the device, verified the error code in memory, and replaced the safety valve and the inspiratory electronics pcb. The unit then passed extended self testing.